Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 221 mg/dl. The customer stated that they had received no delivery alarms several months back. The customer was educated on the possible causes of the no delivery alarm. The customer uses (B)(4) aaa alkaline batteries. The customer was advised to do a complete set change and to call back if the issue was not resolved. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.